Event description:
The customer reported being hospitalized for high blood glucose and ketones. The blood glucose reading at time of the call was 169mg/dl. Troubleshooting was performed. The settings, totals, alarm history and insulin concentration seemed to be correct. Unable to complete the troubleshooting because the customer did not have more supplies. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.